Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). It was reported that the patient experienced ineffective therapy and did not charge their ipg as recommended and the ipg became unable to communicate with external devices and both of the patients leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and both leads were explanted and replaced to address the issue.